Manufacturer narrative:
Concomitant medical products: ddpb3d4 ICD, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room with symptoms of hypotension and light headedness. It was determined that the right atrial (ra) lead exhibited possible undersensing resulting in device termination of ongoing atrial arrhythmias. The ra lead remains in use. No further patient complications have been reported as a result of this event.